Event description:
It was reported that during a da vinci sacrocolpopexy with hysterectomy procedure, the cutting blade of the harmonic curved shears instrument fell in the pt. The medical staff attempted to locate the piece but was unsuccessful. The procedure was completed using a replacement instrument of the same type. After the procedure, the pt underwent a cat scan which resulted in locating the piece in the pt's abdomen. The incident did lengthened procedure an undetermined amount of time. No additional pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert was returned and evaluated. Per the customer reported complaint, engineering confirmed that the clamp arm is missing from the insert. The hinge features that clamp arm pins mate with are not significantly bent. The distal end of the shaft exhibits scratch marks and one side of the curved blade has two gouge marks. The teflon teeth on the clamp arm make contact with the curved blade surface that contains the gouges. This damage suggests instrument collisions or other misuse occurred during a procedure, which may have caused the clamp arm to hyperextend and detach. No other damage found. There are no components in the harmonic curved shears instruments or inserts that meet the definition of "medical sharps". Per the customer reported complaint, it has been concluded that the "blade" referenced by the customer is actually the clamp arm of the harmonic curved shears insert. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.